Event description:
A peritoneal dialysis patient reported that the cassette was leaking while priming. The alarm on the cycler stated balloon puncture. There is no report of patient ill effect. Sample is available for evaluation.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: the assembly of this product did not have any ncr or deviations documented during the manufacturing process related to this failure mode. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. There were no issues reported during processes for lot 10nr08021. Sample analysis: the manufacturing facility received the actual sample and performed a visual analysis and a pinhole was found on the film of the cassette. A functional test was then performed by introducing color liquid into the cassette and the leak was confirmed, the pinhole on the film causes the leak. Conclusion: the complaint is confirmed, however, there is no cause identified during manufacturing of this product since the product is 100% inspected for leaks prior to packaging. A visual analysis of the cassette with the microscope and no malfunctions such as flashes that could cause film damage were found. CAPA (B)(4) was opened to address corrective actions for cassette leaks. (B)(4) has been opened to reduce the complaint rate.